Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Patient: 179 cm. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used; intervention with a 6fr sheath in the left femoral artery. The sheath was removed, and the angio-seal sheath was introduced. The angio-seal system was introduced, anchor released, and the device was pulled back. Then the whole device came out of the patient. Hemostasis was achieved by manual compression for fifteen minutes and then applying femostop. There was no significant delay of the procedure. The patient was treated as intended and will leave the hospital as planned. It was a tavi procedure, it affected the non-tavi access side femoral left. A 6rf standard sheath used. There was no difficulty in puncturing the afc, and there was no problem with the guidewire or with the sheath insertion. An angiogram was performed after the lock system, which was a proper puncture in the afc above the bifurcation, below the inf. Pointed at the level of the mid-femoral head. No problems when inserting or preparing the angio-seal device. The device came back without a thread. The blood loss was approximately 250cc, probably not more, as there was sufficient manual compression immediately. There was no harm to the patient. The patient's condition was stable. There were no other devices used with the reported product. The wire, sheath, etc. Everything was from the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, hemostasis sheath and carrier tube assembly. There was blood-like substance on the returned sample. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly. The locking mechanism on the carrier tube assembly was set to rear lock position. Analysis of the tip of the hemostasis sheath under microscope revealed that the anchor was inside the hemostasis sheath. No damage was observed on the sheath. Functional testing was performed, and the locking mechanism was reset to forward lock position using tweezers. The anchor was observed to be fully out of the hemostasis sheath. The device cap was pulled back to set the locking mechanism to rear lock position. The anchor was observed to be posted on the tip of the hemostasis sheath. The anchor was pulled, and the collagen and suture came out of the hemostasis sheath. The tamper tube did not release from the sheath. No other functional anomalies were noted with the device. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood like substances were found between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube. There were no anomalies were noted with the tamper tube. The tamper tube od was measured along with the carrier tube ID. The ID of the carrier tube assembly was measured to be 0.067" which is within specification of 0.068" +/- 0.005". The od of the tamp tube was measured to be 0.060" which is within specification of 0.060" +/- 0.002". The complaint could not be confirmed for suture pullout. However, the complaint could be confirmed for device pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.